Manufacturer narrative:
(B)(4). Batch # unknown. Device analysis: the analysis results found that the shaft of a bcd10 devices was returned and a petri dish with the tip of the device. Upon evaluation, the dissector tip was found separated from the shaft, evidence of adhesive was found in the tip of the shaft as the cotton appears to have been pulled off. No conclusion could be reached as to what may have caused the reported incident. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance's.

Event description:
It was reported that during a laparoscopic procedure, the cotton tip was fell off when the device was being removed from the patient via a trocar. The fallen tip was retrieved with a forceps and no pieces were left inside the patient.